Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was exercising shortly after the implant procedure and received a shock. Further evaluation revealed that the lead had dislodged. The lead was repositioned and defibrillation threshold testing was successful. Lead diagnostics were the same as they were at the original implant procedure. One day following the lead revision, thresholds had risen. An x-ray confirmed that the lead had not moved and there was plenty of slack. Technical services discussed that the steroid had likely dissipated prior to the revision and then tissue trauma occurred at the site which may explain the increase in threshold. The patient will be monitored. All available information indicates that the lead remains in service. No additional adverse patient effects have been reported.

Manufacturer narrative:
There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
--

Manufacturer narrative:
Boston scientific received new information that over two weeks post lead revision, the rv pacing thresholds continued to increase, and were now at 4v @ 0.5ms. Sensing and pacing impedance were within normal limits. A chest x-ray showed the lead remained in position and had not appeared to have dislodged again. The clinician planned to continue monitoring the lead for thresholds. No adverse patient effects were reported.